Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 9600+ was not holding the most recent image. Also reports that the levers controlling c arm movement are defective. There was no adverse pt involvement reported. There was no pt info reported.